Event description:
It was reported that a patient has an upcoming revision case. The patient has osteophyte adjacent to the tibia, cavities in tibia and talus, and hardware in talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Manufacturer narrative:
Please note the correction made to the h6 device code, results code, conclusion code, and the clinical signs code: the reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿status after explantation of the device and cement spacer is being placed. There is a healing fracture of the distal 1/3 of the tibia. Extensive trabecular bone loss distal 1/3 of the tibia. Without further clinical information and a timeline of the clinical events, further assessment is not possible at this stage.¿ based on investigation, the root cause was attributed to a patient related issue. Based on available cts extensive bone loss of tibia is observed which most likely contributed to failure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a patient has an upcoming revision case. The patient has osteophyte adjacent to the tibia, cavities in tibia and talus, and hardware in talus.